Event description:
It was reported the programmer is slow to start up and "keeps rebooting." The programmer rf (radiofrequency) head has difficulty interrogating devices. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer started up with no fault found, could not confirm the device keeps rebooting. (B)(4): analysis confirmed the interrogation difficulty, this was due to the cable being out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.